Manufacturer narrative:
On march 18, 2025 and march 20, 2025, mentor received additional information that indicated that the patient's implants were replaced with the following: (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9987928 sn: (B)(6) and (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9984181 sn: (B)(6).

Manufacturer narrative:
On february 21, 2025, the mentor failure analysis lab received the device for evaluation. On february 24, 2025, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 475cc returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On december 12, 2024, mentor received additional information indicating that the patient's date of explantation was updated to (B)(6) 2025.

Event description:
It was reported that a patient underwent breast augmentation revision with two mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade iii). As a result, the patient is anticipated to undergo breast implant removal surgery in (B)(6) of 2025. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Section d 6b. Explantation date: on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).